Event description:
It was reported that the right ventricular lead dislodged, its impedance decreased, and the lead thresholds were high, possibly due to the lead dislodgement. It was also reported that the patient believed that there was something wrong with the device, and insisted in having the entire system removed and replaced, despite the doctor disagreeing with the patient's assessment. Both the lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was evaluated and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.